Manufacturer narrative:
The reporting facility did not provide a lot number or any identification traceable to the manufacturing process. Device history records could not be reviewed. The reporter was informed the package insert for this product states, "as with all ophthalmic viscosurgical devices, a transient rise in iop in the early postoperative period has been reported in some cases." Additional information was requested on 01/19/2010 and 02/02/2010 by phone and mail. Completed questionaires have not been received. (B) (4)

Event description:
An administrator at a user facility reported that since (B) (6) 2009 approximately 25% of their patients have experienced a gradual increase in intraocular pressure (iop) following use of this product. The patients were treated with topical medication. There have been no "ongoing issues" with these patients. Additional information has been requested.